Event description:
The customer reported that after a red blood cell exchange procedure, the patient's posthematocrit (hct) was less than what was programmed. The patient's beginning hct was 37% and the programmed end hct was 30%. The end hct after the procedure was 24.4%. The customer stated that they hoped the patient's hct would rebound on it's own, but after two days, it did not. They administered two units of blood two days after the procedure. The customer is unable to provide the patient identifier. The disposable set is not available for return because the customer discarded it. This report is being filed due to device malfunction in the form of possible operator error.

Manufacturer narrative:
Investigation: . A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The lot met all acceptance criteria and did not have any deviations that would have contributed to this issue. A review of the disposable lot for similar reports was carried out and none have been reported. Root cause: this disposable set was unavailable for specific root cause analysis. The customer investigated their procedure and the root cause is likely related to operator error for data input.

Manufacturer narrative:
Investigation: the customer stated that they are investigating further the possibility of operator error. They have tried to duplicate the same end results the operator had with the procedure in question. The supervisor has done two saline runs to duplicate the pump speeds and end time of the procedure. She was not able to duplicate the same end results the operator documented for the procedure. She has determined that it must have been an operator data input error. Terumo bct will investigate these claims further. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.